Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted, (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch. High impedance and noise were also reported. The lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event.